Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had an electrical short. Further information was received from the field service engineer indicating that the system failed to boot up. No patient serious injury or death was reported related to this event.